Event description:
PICC inserted on left, 1st stick, no difficulty threading. Pt had a rash all over their body, which was not there prior to PICC insertion. Pt complained of slight soa. Began to resolve within 10-15 minutes. Add'l info: "perfect stick, big vein, no problems. We were completely done and left the room and by the time we got back to our office, the pager was going off. The rn asked what medications we'd given the pt because he was covered with a rash." Rash looked like hives. The rash and the shortness of breath resolved without medication within a few minutes. The PICC was left in place.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of revb0833 showed no other similar product complaint(s) from this lot number.